Event description:
A physician reported a pt who was treated on 1/22/97 in the glabella, horizontal forehead lines, periorbital lines, nasolabial folds, oral, commissures and vertical treatment, the pt noted swelling at the upper lip. Approx 8 hours after the treatment, the pt noted swelling at the upper lip treatment site. Benadryl was prescribed, on 1/23/97, she telephoned the office and alleged persistent symptoms; topical ice was prescribed. On 1/25/97, the symptoms had resolved. The physician believed that the benadryl was very helpful. He believed the symptoms propbably represented a hypersentivity.